Event description:
It was reported that the vns patient passed away on (B)(6) 2015. The cause of death and its relationship to vns are unknown. It was noted that the patient had been hospitalized the past month due to fever and aspiration unrelated to vns. No further information relevant to the event has been received to date. Based on the limited available information about the patient¿s death, an internal classification has determined that the death may be possible sudep.

Event description:
Follow-up to the physician at the patient's group home revealed the patient's cause of death was respiratory failure, restrictive lung disease due to scoliosis, and aspiration pneumonia due to dysphagia. The physician stated that vns did not contribute to the dysphagia or the cause of death.

Manufacturer narrative:
Suspect device UDI: (B)(4).